Event description:
It was reported that when checking for pulsatility index (pi) events a "replace system controller " alarm was present on the alarm screen from overnight. There were no active alarms. The internal backup battery was 31 months, and it was attempted to sync the controller. Log files were sent for review. The log file captured some controller lcd communication faults on 14aug2025, which may have resulted in "replace system controller" messages. This indicated the communication between the lcd display and the controller were not acknowledging each other. The fault was intermittent. It was recommended that the controller be replaced. The ventricular assist device was functioning as intended. When assessing the pump screen, it was blank and not showing any numbers. The controller was exchanged on 14aug2025 and would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The reported event of the system controller display not functioning was unable to be confirmed. Data from the reported event date of 14aug2025 was reviewed. A controller internal fault alarm intermittently activated beginning at 00:32 and did not reactivate in the data reviewed after resolving at 01:53, due to an lcd communication fault, indicating that the lcd printed circuit board (pcb) was unable to properly communicate with the rest of the system. The controller internal fault did not prevent the controller from supporting the system as intended in the data reviewed. No other notable events were observed in the data reviewed. Provided information indicated that the controller was exchanged, resolving the reported event. The system controller did not return for analysis. The root cause for the reported events was unable to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including replace system controller alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.